Event description:
It was reported that the right ventricular (rv) lead exhibited a number of short interval counts (sic) and there was an episode showing noise. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Evidence of sic on stored egms (episode 77). V-sic average 10.6/day over last 140 days. No three days where total v-sic > 30. Concomitant product: c154dwk ICD implanted: (B)(6) 2009; 419478 lead implanted: (B)(6) 2009. (B)(4).